Event description:
A malfunction alarm labeled as "malf 24" was reported with the customer's pump. As a result of the malfunction, the customer's blood glucose level exceeded 500 mg/dl and was displayed as "high." The customer managed their elevated blood glucose by administering a corrective injection via multiple daily injections (mdi) and did not require third-party assistance. Technical support resolved the issue by sending a replacement pump with updated software while providing instructions for returning the malfunctioning pump. The customer acknowledged and understood the guidance provided.